Manufacturer narrative:
(B)(4). The device was returned and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed. A short simulated therapy was successfully performed. The reported condition was verified. The sample analysis revealed that the direct cause of the problem was the power supply. The device was not repaired. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were sparks coming from the back of the homechoice device when the device was plugged in. The technical services representative arranged a swap and discussed the use of manual supplies to complete therapy until the new device arrives. There was no patient injury or medical intervention reported. No additional information is available.